Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced pain after initial implant surgery. The recipients device was repositioned. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information: sections d.4, d.6a, h.4. Additional information: section b.3. The recipient's repositioning surgery occurred on (B)(6) 2026. It is noted that the recipient's pain stemmed from the internal device placement. The recipient's device was activated; however, the pain has not resolved, and the recipient reports no sound. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.